Event description:
Treatment of an ischemic stroke. On (B)(6) 2014, the patient underwent mechanical thrombectomy. During the procedure, it was reported the marksman catheter's tip fractured during delivery of a solitaire device though tortuous vessels and it separated as force was applied during removal of the solitaire. There was no plan to retrieve the separated catheter tip from the patient.

Manufacturer narrative:
(B)(4). Received medwatch form with additional information on patient demographics and anuerysm location: a post procedural angiogram showed a small (less than 1mm) portion of the marksman catheter tip separated and embolized distally in the right posterior cerebral artery p4 branch or distal right superior cerebral artery branch. The fragment was left in patient with no plans of retrieval.(B)(4).

Manufacturer narrative:
The catheter was returned for evaluation without approximately 1.0cm of the distal tip and marker band is it remained in the patient. The tubing material at the broken end exhibited jagged edges, exposed braid, necking and stretching at approximately 0.5 cm from the distal tip indicating that catheter broke as it was pulled with forces exceeding the tensile strength of the tubing material. Catheter separation.(B)(4).